Manufacturer narrative:
(B)(4). Batch # n9058r. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the jaws failed to open during use. Patient consequence was not reported.